Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was found during evaluation at a service facility: the ¿left and ok ¿buttons on the probe keypad are not operating. The probe has black lines in the image. The reported issue root cause is due to an internal failure of the probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the buttons are not responsive was confirmed. The ¿left and ok ¿buttons on the probe keypad are not operating. The probe has black lines in the image. The reported issue the root cause is due to an internal failure of the probe.

Event description:
It was found during evaluation at a service facility: the ¿left and ok ¿buttons on the probe keypad are not operating. The probe has black lines in the image. No other information was provided.